Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that patient faced an infusion set was fell off during use on 19-may-2024. The infusion set was in use for 1 hour. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.